Event description:
During routine testing of the device at the service center, the service technician reported the arterial module standard reference sensor initialization test failed on the blood parameter monitor. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.